Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.